Event description:
The following report was received from the study: the indication for the index procedure was unstable angina pectoris. The vessel treated at index procedure had been previously stented with an unknown bare metal stent and it was 100 percent occluded, restenotic, type c lesion. Information regarding the bms stenting procedure which occurred in 1995 is not available. During the procedure there were 2, type b dissections that were treated with a cypher select 3.5x13 and a cypher select 3.5x8. A total of five cypher stents were implanted during this procedure all deployed at 18 atms.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-01364 and 9616099-2007-01365. Any additional information will be submitted within 30 days of receipt.